Event description:
Hcp reported a "pump dysfunction (underinfusion)". No pt symptoms were reported. The pump was replaced. There was no pt injury. After pump replacement, the pt was reported to be "ok". The pump was used to deliver lioresal.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.